Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin 1gm intravenous stat dose, fortum 2gm intraperitoneally for 3 days, magnex 3gm once daily, and heparin (dose, route and frequency not reported). The patient was recovering from the event of peritonitis. The action taken with dianeal therapy was unknown. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.